Event description:
It was reported by svc report that the sensor slider housing was broken causing both manual and power modes to be inoperable. There were reported exposed sharp edges on the cracked slider housing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Sensor slider housing.